Manufacturer narrative:
The rod (product code and lot number unknown) was not returned to the complaints handling unit (chu) for evaluation. The device has been explanted per the complaint description. Should the rod become available at a later date, it will receive a full evaluation. A review of the device history record (DHR) for the rod (product code and lot number unknown) could not be conducted as a lot number was not provided. A 12 month review of the complaint trend analysis could not be conducted as the product code and product family are unknown. If additional information is provided at a later date, a full trend analysis will be performed. Without the rod, we are unable to confirm the reported issues or identify the root cause. The information provided is insufficient to determine if there is a systemic trend. Therefore, this complaint will be closed with no further action required. Should more information and/or the sample be provided, this complaint will be reopened and will receive additional investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The rod was not returned for evaluation and no indication was given whether there is any intent to return it. Review of the device history record for the rod could not be conducted as the product code and lot number were not provided. A 12 month review of the complaint trend analysis could not be conducted as the product code and product family are unknown. If additional information is provided at a later date, a full trend analysis will be performed. Without the rod, we are unable to confirm the reported issue or identify the root cause. No corrective and preventive action (CAPA) is necessary at this time as the information provided is insufficient to determine if there is a systemic trend. Therefore, this complaint will be closed with no further action required. Should more information and/or the sample be provided, this complaint will be reopened and will receive additional investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Event description:
Post market surveillance review. Literature article: minimally invasive posterior atlantoaxial fusion: a cadaveric and clinical feasibility study (taghva, a.) Publication date: sep 2013. The aim of this study was to perform a cadaveric study to assess the feasibility of performing atlantoaxial fusion via a mis technique. In addition, surgical outcomes of two clinical cases are reported. N=1; possible vertebral artery compression by the rod (revised electively).